Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The stent system was discarded. A follow-up will be submitted with all relevant info.

Event description:
Device malfunction: none. Adverse event: stroke. Time of adverse event: post procedure. It was reported via a trial that on (B) (6) 2010, the pt underwent a left internal carotid artery rx acculink stenting procedure. On (B) (6) 2010, the pt experienced right hand weakness. A CT scan of the head was performed which revealed small age-determinate basal ganglia infarcts; no hemorrhage. No treatment was reported. The symptoms resolved the same day and the pt was discharged. Though requested, no additional info was provided.